Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent delivery shaft had broke. The lesion was located in a moderately tortuous, mildly calcified, 90% stenotic proximal right coronary artery. The lesion was pre-dilated with a 2.0 x 20 mm maverick balloon. The physician used a 6fr 3.5 mach I guiding catheter and a choice pt guidewire to place the taxus express2 2.5 x 16 mm drug eluting stent into the 3.5 mm diameter vessel. There was some difficulty encountered while crossing the lesion. The stent was inflated twice to maximum pressure of 12 atms. Following the second inflation, the stent delivery shaft was reported as broke. The stent was removed and a taxus express2 3.5 x 16 mm drug eluting stent was used to complete the procedure. Plavix and cadripin were given post-procedure. There were no reported pt complications.